Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that tubing separating near y-site port.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2426-0007, lot 25013184 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the middle y-site, just below the pump segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the following opportunities could have caused the failure: -excess of adhesive. - bushing occluded. -method. According to these opportunities an evaluation of dispenser and bushings was conducted and no issue was that can contributed to the failure mode, additional alert to the personnel involved in the operations was communicated, the samplings plan to qa are in place, the operations reviews are in place, this event will be include in our metrics to improve our processes. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.